Manufacturer narrative:
There has been a previous report with the same product where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that a paste filler separated. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
The paste filler returned in loose is actually broken at the base of the active part. No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review. Unused instruments were measured and were found in compliance with specifications. For information, no mechanical test is applicable regarding this product. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information was received indicating that the broken piece was easily retrieved and no injury resulted.